Event description:
It was reported that the handheld is broken. It was reported that there are white lines appearing on the screen and it is unable to be used. It was also reported that the stylus will not work. It was reported that no reported trauma or power rush occurred. A new programming tablet was provided to the nurse practitioner and the handheld was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the returned handheld device and software flashcard was completed. A visual analysis of the handheld was able to verify that the display had 3 rows of missing (dead) pixels. The dead pixels had no impact on the device performance. Also during the analysis, it was identified that the handheld was received with the lock button in the locked position. Since the lock button was locked, the handheld buttons and touchscreen were unresponsive. Once the lock button was moved to the unlocked position no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.